Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed unexpected restart during unexpected restart error test due to connector interface board leaking voltage. No external ram crc error alarm noted. The device had cracked case at display window corners, reservoir tube, reservoir tube lip, and battery tube threads. The device also had minor scratches on display window, missing end cap sticker, and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed several errors. The blood glucose reading was 197 mg/dl. The customer stated that when she received the error on the occasion, she lost 2 days' worth of information on the sensor graph. She stated that the alarm occurred after she had programmed a square wave bolus and shortly after she had inserted a new battery. Advised replacement of the insulin pump. Advised the customer to monitor the insulin pump until the replacement arrived, since there was no indication for her to discontinue its use based on troubleshooting. Nothing further reported.